Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and surgical intervention to remove the device; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2008. It is also alleged by patient attorney that the patient had unspecified injuries on or about (B)(6) 2018 underwent surgery for the removal of hernia mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."